Event description:
I was injected with restylane under my eyes which caused the gel to crumble and look like bags protruding under my eyes. The doctor said the effects of restylane will be temporary and that eventually the gel will dissolve or disintegrate. It's been almost 12 months and this has not happened. Can you send me information about why the product is still under my eyes when it's supposed to be a temporary filler? I have not found anything in the internet indicating that the product is not temporary. The information from your website appears to be misleading the consumer to think that the product will go away in 6 months.